Event description:
It was reported that the pt underwent a jejunostomy in 10/2002. During a pt examination 5 days later, the physician assistant discovered a wound dehiscence. The pt was re-operated on and the suture was found to be broken.